Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed what they described to appear to be burnt and skin that is oozing and has a strong smell underneath the front therapy electrode and the left back therapy electrode. Nurse described it as an allergic reaction and acute dermatitis. The patient went to the emergency room and was given a steroid cream. During a follow-up, it was reported that the patient's irritation improved.